Event description:
It was reported that during surgery the motor was running slow. Patient impact and delay are unknown. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.